Event description:
Patient was placed on quad concentrated levophed gtt. When gtt initiated rn noted drops to be dripping in the chamber. Patient¿s blood pressure deteriorated, levophed maxed out, vasopressin and neo started. Patient still hypotensive with a sbp (systolic blood pressure) in the 70s-80s. Levophed gtt alarmed for infusion complete and infusion bag noted to still be almost full. Upon further investigation it was found that when programmed the gtt would go for about 30 seconds before stopping, though pump was acting as though it was still infusing (keeping track of volume infused etc.) And sounded as though it was running. Gtt changed over to new pump, patient¿s blood pressure improved, pump taken out of service.